Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: imdrf patient code e1302 captures the reportable event of hematuria. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e1309 captures the reportable event of urinary retention.

Event description:
It was reported that after the placement procedure the patient did well. 10 days after the procedure, the patient began experiencing pain, urinary retention, and constipation. The patient went to the emergency department (ER) where a computed tomography (CT) revealed that he had an abscess. It was also noted that the patient had a significant urinary tract infection (uti) therefore a foley catheter was placed. The scan images revealed that the hydrogel appeared to be under the prostate capsule, this caused pressure in the urethra. The patient's radiation treatment will not be delayed due to this event.